Manufacturer narrative:
The received device had the cannula deployed and the needle retracted. After investigation of the needle mechanism, no issues were found that would prevent the needle from deploying. No damages or manufacturing deficiencies were observed. Inspection of the fluid path found that the exposed portion of the soft cannula was torn, allowing fluid to exit from the fluid path. It cannot be determined when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 288 mg/dl while wearing the pod for less than an hour. The needle mechanism did not fully deploy as intended during activation.